Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012. Test 1: inratio=2.5, test 2: coaguchek= 4.7, test 3: coaguchek= 4.6. Tests 1 and 2 were done with the same finger and test 3 with a different finger. Pt self tester's therapeutic range is 2-3.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.5, coagucheck: 4.7 and 4.6, mean: 3.93, conf. Limits: (2.3-5.7), results: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected to be returned. In-house therapeutic donor testing has been performed on reported lot #(B)(4) on (B)(6) 2012. Donor: #1, inratio results: 1.7, 2.0, 1.9, reference: 2.5, bias threshold: (1.05-3.05), %cv: 8.99. Donor: #2, 2.0, 2.0, 2.0, 2.40, (1.40-3.40), 0.00. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and poc meter method revealed that test results met accuracy criteria. No lab testing has been reported. Root cause could not be determined. Pt's medications cannot be ruled out as a cause for unexpected inr results. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, seventy five (75) discrepant result complaints were reported for lot # (B)(4) yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code (B)(4) which brick lot number (B)(4) was assigned and packaged into strip lots ((B)(4)). One hundred and two (102) total discrepant complaints have been reported for lot# (B)(4) yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.